Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level ranging from 432-433 mg/dl. Subsequently, the customer went to the emergency room (ER) the following day. A correction bolus via the pump was delivered to address bg. Customer was treated with intravenous fluids of saline and insulin and was released from the ER on the evening of (B)(6) 2021 with no permanent damage. Reportedly, there was no insulin coming out from the infusion set tubing during this event. At the time of the report, the customer had already replaced the pump supplies, thus no further troubleshooting was able to be performed with tandem technical support.